Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Discarded by customer.

Event description:
It was reported that following a surgical procedure while removing the bur from the attachment the surgeon experienced a minor/small burn to his finger. It was further reported that no treatment was required for the burn and no follow up treatment required. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using an another device.

Manufacturer narrative:
The reported event, for a temperature issue with the bur, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined.

Event description:
It was reported that following a surgical procedure while removing the bur from the attachment the surgeon experienced a minor/small burn to his finger. It was further reported that no treatment was required for the burn and no follow up treatment required. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using an another device.